Manufacturer narrative:
A sample was received, and it is possible to observe plunger rod damaged. The photo sent by the customer was verified and it was possible to observe scale marking missing. DHR review. The process inspections were performed and no records of this defect were found. Conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. Qn review: no quality notification (qn) could lead to this issue for the batches involved in this complaint are observed. Based on this occurrence the potential causes for the problem is: breakage of printing station at marking machine. The defect identified from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd¿ syringes with needles luer slip, the scale mark is missing on syringe's barrel. There was no report of injury or medical intervention.